Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The customer experienced an issue with the display of the coaguchek xs meter that would affect the interpretation of results. The customer inserted the test strip and the strip code appeared but was missing the middle number of the results field. No patient tests have been run since this experience. There was no allegation that an adverse event occurred. The meter has been returned for further investigation.

Manufacturer narrative:
During the investigation of the meter, several errors indicating handling issues were observed in the memory of the device. These errors indicate liquid entered the meter which causes contamination and/ corrosion to the soldering contacts. The contacts of the battery compartment cover show corrosion caused by leaking batteries. Medical risk is not likely due to the missing segments as product labeling advises on how to perform a display check and users must receive training prior to using the instrument. The root cause of the issue was due to contamination of the contacts due to improper handling/maintenance by the customer.